Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal vancomycin, 1 gram every three days for two weeks. On an unreported date, the patient¿s pd effluent was clear and the patient felt well. Twenty nine days after the initial onset of the peritonitis, the patient¿s pd effluent became cloudy again and the patient felt unwell (no further detail was provided). Subsequently, on unreported dates, the patient began treatment for the relapsing peritonitis with vancomycin, 1.5 grams every three days for three weeks and the patient¿s ¿line was changed¿ (transfer set). It was not reported if the patient was hospitalized for the peritonitis event. At the time of this report, the peritonitis was resolving, the patient was recovering from the peritonitis event and was reportedly ¿feeling well¿. It was not reported if dianeal, extraneal and nutrineal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was clarified that the two peritonitis events (initial and relapsing) were bacterial peritonitis events which both had an unknown cause (previously not reported). On an unreported date, the patient began treatment with oral ciprofloxacin (discontinued after three days, dose and frequency not reported) for the initial peritonitis event. On an unreported date, the patient began treatment with rifampicin (300 milligram, twice a day, route not reported) for the relapsing peritonitis event. It was reported the patient was recovered from the first peritonitis event 12 days after onset and was recovered from the relapsing peritonitis event (date not reported). Should additional relevant information become available, a supplemental report will be submitted.